Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's initial calibration results on the date of the event contained an alarm. Subsequent ise calibrations contained additional alarms. The customer's qc data and sample pre-analytic details were requested but not provided. The investigation reviewed the system's alarm trace and discovered a "clot detection error" on the date of the event. The field service engineer reinstalled the ise block. He replaced the ise sipper nozzle, checked ise fluids, and ran ise activator solution. He performed calibration and qc with acceptable results. The customer performed precision testing and ise checks with passing results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for one patient tested on a cobas 8000 cobas ise module. The customer confirmed qc was acceptable. The patient's initial results were reported outside the laboratory. The customer "noticed low cl patient sample results" and the customer changed the ise electrodes. After the ise electrodes were replaced, the customer received ise alarms. The customer performed repeat testing with the sample on the same analyzer. The patient's initial ise results were na 145 mmol/l, k 4.7 mmol/l, and cl 74 mmol/l. The patient's repeat ise results were na 186 mmol/l, k 5.9 mmol/l, and cl 96 mmol/l. The customer determined neither set of ise results were correct for the patient. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.